Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate antitachycardia pacing therapy. Upon review, it was noted that the device incorrectly diagnosed supraventricular tachycardia as ventricular tachycardia. The device was reprogrammed. The patient was stable throughout.